Event description:
Strip of black insulation from reusable grasper came off instrument. Insulation strip was noted when dr was checking abdominal cavity for bleeding. Insulation strip retreived from abdominal cavity by dr. Instrument removed from laparoscopic set, given to acm (assistant case manager).